Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008 that a radial jaw 3 hot was used during a hemostasis procedure performed on (patient gender, age, and weight are unknown). During the procedure, the device was inserted into the stomach. The device functioned without a problem on the first attempt. However, the device didn't flow with electric current after this. There were no patient complications reported as a result of this event. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3446.

Manufacturer narrative:
Radial jaw hot single-use biopsy forceps.

Manufacturer narrative:
No consequences or impact to the patient. Electrical failure. One device was received with its original pouch. Dimensional, functional, and visual tests were performed on the returned device. According to the results of the tests performed, no problems were found. The root cause could not be confirmed.